Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon material identified no tears. When an attempt was made to inflate the balloon a pinhole leak was identified in the balloon. The pinhole was located at the proximal edge of the proximal transition zone. No other issues were noted with the device. A microscopic examination of the balloon material found no issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis of an unknown stent implanted in an arteriovenous fistula. After an unspecified guide wire crossed the lesion, a 12.0mm x 40mm, 75cm charger balloon catheter was advanced. The balloon was inflated however it ruptured at 2 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 10mmx4mm unspecified balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis of an unknown stent implanted in an arteriovenous fistula. After an unspecified guide wire crossed the lesion, a 12.0mm x 40mm, 75cm charger¿ balloon catheter was advanced. The balloon was inflated however it ruptured at 2 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 10mmx4mm unspecified balloon catheter. No patient complications were reported and the patient's status was stable.